Manufacturer narrative:
See d4expiration date, d9, g4, h3, h4 and h11. Complaint has been evaluated and is similar to: 1644408-2021-01133; 341-12-705, s807 - pain/s814 - stability, poor joint, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated. Note: the item associated with this investigation was returned on (B)(4) to djo surgical - austin for examination. The insert shows some wear, pitting, nicks, and damaged/broken tabs (most likely from being extracted). The base shows the part/lot number are illegible from wear. A cmm inspection could not be attempted due to the damaged tabs. The size verification inspection that could be completed was found to be acceptable. Size verification: 2.917 +/- 015 actual 2.909 (acceptable), .721 +/- .025 actual .719 (acceptable).

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - due to pain and instability.